Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Reportedly, after the stone was removed from the patient, the front end of the four claws was detached as a whole outside the patient. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) medical university. Block h6: device code a0501 captures the reportable event of basket detached. Block h11: investigation results the returned zero tip basket was analyzed, and a visual evaluation noted that the handle returned in good condition and the device returned with the basket on its close position. Media analysis was performed on the picture provided by the customer and showed that the basket sheath was bent at the distal section. Microscopic examination was performed under magnification, and it was possible to see that the sheath detached at the proximal section and two bent area on the distal section of the sheath. Functional examination was performed, and the handle was actuated, however, the basket was not visible. Destructive test shows before disassembling the device that there was evidence of the torque mark. The cap was removed, and the handle cannula was assembled to the pinch vise. The handle cannula was bent at the distal section. Additionally, the handle cannula with the pull wire was removed. The pull wire was assembled to the notch cannula, and the notch cannula was found bent at the middle. The basket was assembled to the notch cannula and there was evidence of the 8 crimp marks. With all the available information, boston scientific concludes that the reported event of basket detached was not confirmed. Based on the investigation results, it was not possible to identify any evidence of the alleged issue on the device since the basket was assembled properly on the notch cannula. Also, the evidence from the product record review did not identify a potential product quality issue. However, these could also be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could cause the observed damages that might lead the doctor on charge of the procedure to think that the basket got detached. In the final inspection when the device was actuated, there is a confirmation step that the sheath was free of kinks by running fingers along its length, if sheath is kinked, then the device is scrapped. These inspections ensure the integrity and functionality of the device and would have captured the failures found. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Reportedly, after the stone was removed from the patient, the front end of the four claws was detached as a whole outside the patient. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0501 captures the reportable event of basket detached.